Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a perforation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip was successfully implanted, reducing mr to a grade of <1. On (B)(6) 2022, it was believed the patient developed lautenbacher syndrome. An atrial septal defect (asd) was observed, resulting in mitral stenosis. A temporary balloon was inserted, causing the patient blood pressure to increase. An asd closure device was then implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. H6 health effect - clinical code 1965 removed.